Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for multiple patients, on separate days, involving the access 2 immunoassay system. This is report two of three. Subsequent analysis of the patient samples, on an alternate access 2 system, recovered results within the normal reference interval. The erroneous results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) re-tensioned the reaction vessel (rv) belt and performed a passing high sensitivity system check and passing quality control (qc). The fse returned the following day and replaced the incubator belt to resolve the issue. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. The aspirate probes were replaced on (B)(4) 2012 prior to the discrepant results. The first system check, performed on (B)(4) 2012, failed due to system error. System check was performed again on (B)(4) 2012 and passed within service specifications. System check, performed on (B)(4) 2012, passed within service specifications. The lithium heparin plasma samples were centrifuged at 3,000 rpm (revolutions per minute) for four minutes. All related medwatch reports associated with this event: 2122870-2012-01803, 2122870-2012-01804, 2122870-2012-01806.